Event description:
It was reported that medfusion 4000 pump syringe plunger not in place. No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information was received via email and attached by the manufacturer on 23-sep-2022: additional information form filled up. Patient not involvement. H6: event problem and evaluation codes: updates not required., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced plunger cable. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.